Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure one day prior. According to the complainant, during the hta procedure, fluids were coming out of the top of the reservoir. The procedure was completed with another hydrothermablator procedure set. There is no further information available regarding the patient.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.